Event description:
The neuro pacemaker was returned for analysis after 57.8 months of service life, because the patient experienced sudden decline in dbs therapy with return of tremor. The ins had reset several times with a return to default parameters. Battery status was ok. The device was explanted. After the device was implanted. Dbs therapy was effective and the patient recovered without sequela. The device was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results reveal - bond wire(s) broken. Device was included in affected serial number range for model 7428 kinetra device recall.